Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient had a pulmonary infection and increasing infection parameters, and blood cultures tested positive for staphylococcus epidermidis. The patient was treated with antibiotics via intravenous (IV), and further blood cultures tested negative. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pulmonary infection and increasing infection parameters, and blood cultures tested positive for staphylococcus epidermidis. The patient was treated with antibiotics via intravenous (IV), and further blood cultures tested negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.